Event description:
The dealer called alleging the powerchair caught fire.

Manufacturer narrative:
Method - evaluation anticipated, but not yet begun. Conclusion: a follow-up report will be submitted upon completion of evaluation.